Event description:
The patient's lead was revised due to lead migration on (B)(6) 2012 (reference MFR report #1627487-2012-012611). It was reported the patient was unable to feel stimulation and reprogramming efforts were unsuccessful at resolving the issue. Diagnostic testing revealed low impedance readings on all lead contacts except for one which exhibited an invalid impedance reading. An x-ray revealed the cervical lead had not migrated since the revision on (B)(6) 2012. The physician stated the lead may need to be explanted and replaced with percutaneous leads to address this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.